Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient hit his head in the implant area on a table ledge. The date of the incident is unknown, but is approximated to be (B)(6) 2018. The child subsequently had no access to sound with the device. Re-implantation is scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient hit his head in the implant area on a table ledge. The date of the incident is unknown, but is approximated to be (B)(6) 2018. The child subsequently had no access to sound with the device. The recipient was re-implanted.